Event description:
The product was removed from its original package and it was mounted on the clamp elite pass. The suture was placed to try to move the second point and the needle broke. The tip remained in the joint and the proximal part of the needle was removed.

Manufacturer narrative:
Device has not been returned for evaluation. (B) (4).